Event description:
The following has been reported: left loading pins and lever are not working/moving properly a preliminary review of the logs identified the following issue: mechanical hardware failure (drive train) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for investigation. Upon inspection it was observed the lever arm was extremely difficult to move and the loading pins would not fully actuate either. An internal investigation was performed and the left side of the lever arm loading pin linkage was stuck due to the dowel pin in the crossbar link becoming bent or otherwise unable to move. The loading pins themselves were moving fine when disconnected from the stuck crossbar. No other internal damage was identified